Event description:
The programmer which was returned as a result of having been dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the display screen was cracked and that the overlay was also broken. Analysis also found that the power cord door and the lower hinge plate were broken, that the hinge plate screws and display bullets were missing and that the device had severe corrosion. Due to its age, the severe corrosion and the unavailability of repair parts the generator will be scrapped. (B)(4).